Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit seemed sluggish and was making a slight grinding noise when used. The case was completed using the same unit with no adverse patient consequences. Following the procedure, the device was tested with a different disposable hand piece and was noted to be sluggish.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.